Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 600 mg/dl and moderate levels of ketones. Correction boluses were delivered to address bg level. Supply changes were performed resolving the occlusions. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.